Event description:
It was reported that during a surgery when surgeon used the footprint ultra pk suture anchor 5.5, after predrilling, implanted the anchor and the side of anchor broke. No patient injury was reported.

Manufacturer narrative:
One 72202902 footprint 5.5mm ultra pk suture anchor device returned. The complaint reported: ¿it was reported that during a surgery when surgeon used the footprint ultra pk suture anchor 5.5, after predrilling, implanted the anchor and the side of anchor broke.¿ the complaint was confirmed. The anchor has four distal barbs broken off on one side. No suture was returned. Audible click is heard with advancement of the inner shaft which rotates concentrically. This product is most effective with particular focus given to IFU technique and surgical prep recommendations. Subsequent request for prep info was relayed as ¿average¿ bone condition. Instrument type and size was relayed as ¿3.8 starter¿. The physical condition of the anchor lends to loss of axial alignment and difficult insertion. No root cause related to the manufacturing of this device was established.